Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer had air bubbles in the reservoir. The customer's blood glucose was 351 mg/dl. Troubleshooting for the high blood glucose levels were declined. The customer's wife will change out the infusion set. Advised the customer's wife to stay on the line while they changed the infusion set, but she declined.